Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It is reported that during a knee replacement procedure the pin broke while reaming. The surgery was successfully completed with the same device from a different set. No additional information is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was not confirmed. Visual inspection on the returned instrument did not identify fracture of the product. The device exhibits some nicks along the cutting surfaces and spots of discoloration on the shaft and the tip. DHR was reviewed and no discrepancies relevant to the reported event were found. The complaint was not confirmed. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation.  If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.